Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. (B)(6). During a previously scheduled pm, the stm noted the bp connector was damaged and the iabp cart was missing the handle screws, pole mounting bushing and there was an issue dismounting the iabp. The stm replaced the bp connector, missing screws, mounting bushing and the cart's locking bracket. The pm was completed. The stm completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) on the cs300 intra-aortic balloon pump (iabp), a broken bp connector and miscellaneous parts were missing from the cart. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6 (evaluation method codes), h10.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) on the cs300 intra-aortic balloon pump (iabp), a broken bp connector and miscellaneous parts were missing from the cart. There was no patient involvement, and no adverse event reported.